Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens remains implanted. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -8.5/+1.0/177 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens had a refractive surprise and was repositioned on (B)(6) 2015. The lens remains implanted and is planned to exchange with another lens.

Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. (B)(4).